Manufacturer narrative:
Product investigation summary: the reported complaint condition is confirmed as the returned forceps have one broken tip. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The reduction forceps is an instrument that has been obsolete and replaced by both the 399.79 and 399.99 reduction forceps. The 399.99 reduction forceps are a commonly used instrument today, such as in the small fragment locking compression plate (lcp) system. The reduction forceps were returned and reported to have broken. It is likely that numerous years of consistent use and cumulative wear has led to this complaint condition. The balance of the returned device is in otherwise fairly good condition without much visible wear. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by cumulative wear or application of excessive forces over the device¿s 15+ year lifespan. It is not likely that the design of the device contributed to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The event occurred during a veterinary case; as such, no patient information will be reported. Device is an instrument and is not implanted or explanted. Regulatory 510k information is not available for devices manufactured as veterinary use only. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: a review of the DHR records is not available as the reported device is older than (B)(6) years. At this time, the manufacturing documents for instruments hold a (B)(6) year storage requirement. The date of manufacture is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the serrated jaw from a pair of reduction forceps broke off during a veterinary procedure to repair a canine's fracture on (B)(6) 2016. No fragments were generated during the breakage. An alternate device was readily available to complete the procedure without delay. The animal was reportedly in stable condition following the procedure. This report is 1 of 1 for (B)(4).